Event description:
It was reported the monitor power did not turn on. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image output failure, printed circuit board failure. Image issues and liquid crystal display panel failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: cause traced to component failure. In regard to the newly identified malfunctions, image output failure was due to printed circuit board failure and image issues was due to liquid crystal display panel failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.